Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d.6b, h6.

Event description:
The device has been explanted and replaced. Healthcare professional additionally reported "breast sensitivity on the lateral aspect of the breast". The right side device is a 390 ml device filled to 400 ml.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported "deflation". Healthcare professional later reported "390 ml filled to 400 ml". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.